Event description:
An unk size endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the stent dislodged. No further details of the case or how it was completed were available. The pt's condition is unk. Please note that this device (endeavor rx/lot number unk) is distributed outside the united states; however, it is similar to the united states distributed product endeavor mx2.

Manufacturer narrative:
Evaluation: results: (stent dislodgement), (lack of info, device not returned). Evaluation: conclusions: (lack of info, device not returned). Details unk.